Event description:
Surgeon implanted port-a-cath bard product code 0602680/lot in pt in 2003. Surgeon stated that he was bringing the pt back to remove the remainder of the port-a-cath that was at the insertion site. Part had "broken off" and entered the vascular system. Telephone call was made, at time of surgical removal of remainder of port-a-cath to alert them of the issue. Per conversation with surgeon, believe that the piece that 'broke off" had already been removed under fluoroscopy. Date of use: 4 years, 2003.- 2007, d4. Diagnosis or reason for use: breast cancer.